Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation of a percutaneous transluminal angioplasty, the bag of a guide catheter was opened. The target lesion was located in the superficial femoral artery. A 90cm model-6f pv mach1 mp guide catheter was selected to be advanced into the target lesion. Upon preparation of the device, it was noted that the bag was already opened. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.